Event description:
It was reported that a micro-infusion manifold leaked from the connection between the check valve and a non-baxter product. This malfunction was observed during infusion. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have caused the reported condition. Air pressure testing found no evidence of the reported leak. The evaluation did not confirm the reported leak. Should additional relevant information become available a supplemental report will be submitted.